Manufacturer narrative:
The customer-reported issue of the companion external battery not recognized by a companion 2 driver was not confirmed or reproduced via visual and functional inspection of the companion external battery. The companion external battery passed all visual and functional test criteria and performed as intended. There was no evidence of a device malfunction. The root cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not in patient use. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion external battery was not in patient use. The customer, a syncardia authorized distributor, reported that the companion external battery was not recognized by the companion 2 driver.